Event description:
It was reported that the day after implant this left ventricular (lv) lead exhibited high pacing thresholds along with loss of capture. Chest x-ray imaging had confirmed that the lv lead had dislodged. The patient underwent a lead revision procedure, and the lv lead was explanted. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that the day after implant this left ventricular (lv) lead exhibited high pacing thresholds along with loss of capture. Chest x-ray imaging had confirmed that the lv lead had dislodged. The patient underwent a lead revision procedure, and the lv lead was explanted. No additional adverse patient effects were reported. The device is expected to return for analysis.